Manufacturer narrative:
This report is submitted on march 09, 2018, (B)(4).

Event description:
It was reported that the patient experienced swelling at the implant site and mastoid in (B)(6) 2017 and the patient was prescribed antibiotics. The swelling has since reduced; however, the patient still reports of headaches and sensitivity.